Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the coordinator informed that when opening the product for the case, a b11lt was opened. When the scrub tech tried to place the obturator down the cannula, it would not fit. The number "11" is stamped on the side of both the obturator and cannula, but the obturator does not fit. It appears to be a "12" obturator with "11" stamped on it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Obturator; the analysis results of the b11lt device was returned in good visual condition. During the evaluation of the instrument, the obturator was inserted into the sleeve assembly and upon insertion it was confirmed that the cannula of the obturator did not go through the sleeve as intended. The obturator was measured and it belongs to a 12mm trocar. The condition of the incorrect component is related to the manufacturing process.